Event description:
A new cartridge was reported as not fitting onto the mobi pump. There was no adverse impact to the customer's blood glucose level, as the caller was engaged in a supply change. The customer was guided to try a different cartridge, which successfully fit onto the pump. It was confirmed that old and new cartridges clicked into place. The customer was advised not to remove insulin from cartridges and to speak with their healthcare provider for disposal. A cartridge replacement was approved, and replacement cartridges were ordered for the customer. The issue was resolved with the customer resuming insulin use successfully without needing further assistance.